Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 645mg/dl. The customer stated that she has been disconnected from the insulin pump as she left the hospital and her blood glucose has been running high since then. The customer was treating with manual injections. The customer stated that the insulin pump has been off for the past five days. The customer stated that the insulin pump has no display. The customer was not willing to continue troubleshooting the insulin pump. No further information was provided.